Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of approximately 100.5 months, due to unknown reasons. No further details were provided.

Event description:
It was reported that "the arthroplasty was revised due to femoral osteolysis. The tibial and femoral components were revised. The components were implanted in situ for 7.2 y. The pt presented with a score of 3 three months prior to revision surgery and a maximum score of 3."

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.